Event description:
Reportable based on device analysis completed on 29-aug-2018. It was reported that friction occurred between the device and the guide catheter. A 130/27 direxion hi-flo fathom-16 system was selected for use. During procedure, it was noted that there were friction between the preloaded direxion hi-flo system and the 0.038 non- bsc guide catheter. The procedure was completed with a different device. No patient complications were reported. However, device analysis revealed a fractured shaft. The device was returned for analysis. The returned product consisted of a direxion micro-catheter with a cordis .038 guide catheter. The shaft was microscopically examined. The device showed damage in the form of a fractured shaft in 1 location. The location of the fracture was 61.5cm from the hub. The device was not completely separated, the inner liner was still intact. The outer diameter (od) of the direxion catheter was measured on the led micrometer. The maximum od that was measured was .0383. The returned .038 cordis guide catheter (ID.041) was hydrated with fluid and the direxion catheter was inserted into the guide catheter and the device transcended through with no hesitations or restrictions. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.